Manufacturer narrative:
(B)(4), 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
During a standard f/u, the following warning message was displayed on the programmer screen: "device memory setting error" before accessing to the pt f/u data memory. No missing data was observed. No warning was displayed during the session.